Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What color reloads were used and what was the sequence of the firings? Is it the surgeon¿s standard routine to use a 100mm device or were there other anatomical challenges that led to the need for a 100mm device? Were other stapling or suturing devices used when creating the anastomosis? Were there any issues experienced with the device or staple form in the initial surgical procedure? Was the device difficult to fire? Was a leak test performed? If so, what type and what was the result? Was intraoperative bleeding identified? If so, how was it addressed? How was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? Was the specific site of the bleeding identified? If so, where? How was the bleeding addressed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What was the pre and postoperative anti-coagulant and pain management protocol? What is the current status of the patient?

Event description:
It was reported that the patient had a post-operative hemorrhage directly after right hemicolectomy (side to side ileo-transverse anastomosis) with tlc10.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? Cancer of the right colon (cecum). What color reloads were used and what was the sequence of the firings? There were used 2 reloads of blue colour. Is it the surgeon¿s standard routine to use a 100mm device or were there other anatomical challenges that led to the need for a 100mm device? Standard routine. Were other stapling or suturing devices used when creating the anastomosis? No. Were there any issues experienced with the device or staple form in the initial surgical procedure? No. Was the device difficult to fire? No. Was a leak test performed? If so, what type and what was the result? Never perform a leak test during a right hemicolectomy (side-to-side ileo-transverse anastomosis). Was intraoperative bleeding identified? If so, how was it addressed? No intraoperative bleeding identified. How was the post-op bleeding identified? Decrease of haemoglobin the 1st post-operative day and melena. How many days postoperative was the bleeding identified? First post-operative day. What was the total estimated blood loss (ml)? 700 ml. Was a transfusion required? Yes. Was the specific site of the bleeding identified? If so, where? Yes, it was identified on the suture line. How was the bleeding addressed? Via colonoscopy. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. No. What was the pre and postoperative anti-coagulant and pain management protocol? Paracetamol & lmwh (clexane 40 mg) for dvt prophylaxis (post-operative). What is the current status of the patient? Under adjuvant chemotherapy.